Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized 2 months prior to passing. The cause of death was lung cancer complications. The caller stated that the customer had no other illness that may have led to the customer's passing. The customer¿s blood glucose was higher at the time of admission as the customer was on steroids. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis as they believe the pump was cremated with the customer.